Event description:
The device was returned for service. During service testing, the baxter technician reported an infusion pump with a failure code 810:11 found in the event history. Per the service shop, the hospital representative stated that there were no reports of patient injury or medical intervention. No additional information or contact was available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of failure code 810:11 found in event history was confirmed by the baxter repair technician. The pump passed the air in line test performed by the technician, therefore the tubing channels were cleaned for moisture. The device was tested by the repair technician and returned to service. A field corrective action has been initiated for the reported failure.